Event description:
Initial info was received from a sanofi-aventis sales rep on 04/23/2008. A pt who was injected with hyaluronate sodium (hyalgan) died. No further details provided. Additional info will be provided when available. Additional info was received from the physician on (B) (6) 2008 and (B) (6) 2008. An (B) (6) male with a history of congestive heart failure (chf) received his first treatment with hyaluronate sodium (hyalgan) injection in (B) (6) 2008 for osteoarthritis. The day after the injection, the pt experienced a large swelling in his knee, "the size of a head or balloon," red, hot and painful. The pt was sent to the hospital and the physician suspected an infection, so he took a sample of the fluid from his knee for testing. The tests did not reveal any infection. It was discovered that he had a history of gout, however, the physician stated that there were no symptoms of gout at the time of the procedure. When hyaluronate sodium was given, the pt had a flare up with gout or "pseudo gout". While at the hosp, the pt was treated with steroids and fluids which resulted in fluid overload. He was discharged from the hospital and went home on monday ((B) (6) 2008). The pt's knee recovered; however, he developed worsening of his congestive heart failure (chf) and after a few days died at home on thursday ((B) (6) 2008). The pt died from congestive heart failure (chf). No further details available. Corrective treatment: steroids and fluids.